Manufacturer narrative:
The manufacturer did nto receive devices as the pt has not been revised. X-rays or other source documents has not been received either. As no lot numbers have been provided for the devices. The device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Additional info has been requested. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the pt was implanted a ceramic inlay together with an allofit shell (exact part numbers and implantation date not reported). Due to breakage of the inlay, revision surgery is planned for (B)(6) 2014. Additional info has been requested.